Manufacturer narrative:
A superdimension representative went to the site on (B)(4) 2010 to evaluate the system. Accuracy and environmental tests were performed and passed. The system function was normal.

Event description:
It was reported that during a procedure, the initial navigation was good. However, when they switched to lymph node mode, it appeared that the locatable guide shifted in accuracy. They could see on the main bronchoscopy image where their location was but the system image where their location was but the system did not show the same position, it appeared 2+cm away. It is important to note that the case was completed for the peripheral lesion but the shift in the visual verification would not allow for lymph node sampling. The patient was under general anesthesia. There was no harm or injury to the patient reported.